Event description:
Ous MDR - this patient reported feeling unwell sometime in (B)(6) 2018. A product performance issue was discovered and a revision was scheduled. The patient came down with a fever, and the system was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.